Manufacturer narrative:
H4: the lot was manufactured between april 11, 2024 and april 12, 2024. H11: the device was received for evaluation. Visual inspection using the naked eye noted fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an untightened winged luer cap. There were no signs of surface roughness observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with green colored water and monitored until the next day; no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to an use error by not securely tightening the winged luer cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location in the bag. The device contained 4400mg fluorouracil. This was observed while the device was in stock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.